Event description:
It was reported that the device was difficult to remove. A carotid wallstent was selected for use in a carotid stenting procedure with an filterwire ez. After the stent was implanted, it was difficult to remove the delivery system from the wire. The stent device was removed from the filter wire in very slow millimeter steps, which was extremely difficult because the filter was always moving back and forth. The device was able to be removed in one piece, the procedure was completed, and there were no patient complications as a result of this event.

Event description:
It was reported that the device was difficult to remove. A carotid wallstent was selected for use in a carotid stenting procedure with an filterwire ez. After the stent was implanted, it was difficult to remove the delivery system from the wire. The stent device was removed from the filter wire in very slow millimeter steps, which was extremely difficult because the filter was always moving back and forth. The device was able to be removed in one piece, the procedure was completed, and there were no patient complications as a result of this event.

Manufacturer narrative:
Device eval by manufacturer: the carotid wallstent and filterwire ez were received for analysis with the filterwire not inserted in the device. The filterwire was returned inside the retrieval sheath and the filter bag was in an undeployed state. Visual inspection revealed that the spring tip was bent and stretched. Functional analysis was unable to be performed because the retrieval sheath can only be retracted and does not have a deploy function.